Event description:
It was reported that a novum iq syringe pump under-infused; a 3ml syringe was used and 1ml of medication was not delivered. This was observed during infusion with gentamycin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.